Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose of 400 mg/dl. Customer's other blood glucose was 250-253 mg/dl. Customer treated high blood glucose with manual injection. Customer stated that the audio is not working. They did not hear the beeps when audio volume settings were saved. Customer reported that the auto mode was active during the incident. The insulin pump will not be returned for analysis.